Manufacturer narrative:
UDI is unknown; no additional information was provided. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A sample was received for evaluation. Visual inspection and functional test(s) were performed. Some physical damaged was found on keypad. Event history log (ehl) showed: motor rate error. Occlusion test was performed and the reported problem was duplicated; due to a combination of motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out. The root cause of the issue was deemed to be normal wear, the pump was over 8 years old. Actions(s) taken to mitigate the reported issue(s): replaced the whole motor assembly, worm gear, leadscrew and clutch halves; performed occlusion test and all functional testing passed.

Event description:
It was reported that the pump had a motor rate error. No patient injury was reported.